Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: retroperitoneal bleed. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device was training a fellow attempting arteriotomy closure with a starclose device after a diagnostic procedure. The patient experienced a retroperitoneal bleed. The physician stated there were multiple sticks during the diagnostic procedure, and the patient was very hypotensive post-procedure. Hemostasis was achieved using manual compression. The physician felt the hypotension was not because of the vessel closure, but from the diagnostic procedure. There were no reported adverse patient sequelae. Though requested, no additional information was available.